Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker reported that the device was working properly for the first 5 months. Then the patient's heart rate began racing to 133-145 bpm at times and was otherwise 80-90 bpm. The patient saw the physician that implanted the device and they recommended increasing the beta blocker. The patient was to have another appointment at the clinic but the physician cancelled it and the patient was to wait until january. However, the patient was experiencing shortness of breath and was seen by another physician who told the patient that the pacemaker was not working correctly based on the electrocardiogram (ECG) performed, and also the beta blocker dose the patient was taking should be controlling the rate. Technical services discussed the patient would need to work with their physician to have the device evaluated. No adverse patient effects were reported outside of the shortness of breath symptoms and the device remains implanted and in service.